Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by constipation. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified antibiotics (doses, routes, frequencies and durations not reported) for the event. Antibiotic treatment was ongoing. At the time of this report, pd therapy was ongoing, the patient was discharged from the hospital and has recovered from the event. No additional information is available.